Event description:
It was reported that the patient had increase in cough. Patient had (B) (6), but vns system normally elicits the cough. Cough is worsened at night. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(4) 2017 that the patient has been referred for surgery due to low impedance. Additional relevant information has not been received to-date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the most recent diagnostics and settings data were inadvertently not provided on follow-up report#1. Date of event, corrected data: the updated date of event was inadvertently not provided on follow-up report #1.

Event description:
It was reported that the patient had a replacement. Only the generator was replaced. The generator was discarded and is not available for return. At this time it is unknown if the lead was also replaced. Post-op impedance was noted to be within normal limits. No additional information has been received to date.